Event description:
During a clinic follow-up, a high pacing impedance and loss of capture was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.